Event description:
Patient called alleging their meter was reading inaccurately high. The patient obtained a high blood glucose result of 422 mg/dl (the patient read this as 42.2 mmol/l). Patient called their physician who stated the meter would not read that high in mmol/l. Patient was not experiencing any symptoms however, the patient took insulin based on the high reading. It was discovered while on the phone with lfs customer services that the meter was set to the incorrect unit of measurement. The patient stated that they do not know how the meter was set to incorrect unit of measurement. This case is being reported as a malfunction because there is no evidence of an adverse event.